Manufacturer narrative:
Additional information provided although requested, no patient details: dob, age, gender; weight or diagnosis were provided. This event was deemed a reportable malfunction. No adverse event occurred, no intervention was provided, no phlebitis or infiltration occurred. Routine infusions of potassium can cause burning and stinging at the insertion site.

Event description:
It was reported that the a potassium (100 ml) secondary infusion programmed to infuse 80 ml at 100 ml/hr infused faster than expected on a maternity patient receiving potassium supplementation. The first three minibags infused without a problem. The fourth bag ran faster, and the user was unable to stop the infusion until the roller clamp was closed and the pump turned off. The pump was changed and the user finished the patient's infusion without other issues with the equipment. Although the pump and secondary set were sent to biomed, the primary set was not sequestered. The patient was a pregnant woman receiving multiple potassium infusions, and reported a burning sensation at the IV site. At the time of the event, the charge rn was unable to determine if the primary bag was becoming larger as the potassium bag emptied, and stated that there were no signs of infiltration or phlebitis at the patient's IV catheter site. No other effects to the patient were reported. Biomed requested an event log review.

Event description:
It was reported that the a potassium (100 ml) secondary infusion programmed to infuse 80 ml at 100 ml/hr infused faster than expected on a maternity patient receiving potassium supplementation. The first three minibags infused without a problem. The fourth bag ran faster, and the user was unable to stop the infusion until the roller clamp was closed and the pump turned off. The pump was changed and the user finished the patient's infusion without other issues with the equipment. Although the pump and secondary set were sent to biomed, the primary set was not sequestered. The patient was a pregnant woman receiving multiple potassium infusions, and reported a burning sensation at the IV site. At the time of the event, the charge rn was unable to determine if the primary bag was becoming larger as the potassium bag emptied, and stated that there were no signs of infiltration or phlebitis at the patient's IV catheter site. No other effects to the patient were reported. Biomed requested an event log review.

Manufacturer narrative:
The customer¿s report of potassium infusing faster than expected was not confirmed. Physical inspection of the device noted the instrument seal intact. The pcu event log contained no obvious programming errors that would result in the reported event; however the event log only identified primary infusions programmed on pump module s/n (B)(4). And no secondary infusions, as was stated in the event description. ¿ the drug infusing was identified as drugid 713, however the drug could not be identified because the pcu or dataset were not provided. ¿ functional testing performed found the pump module to be delivering fluid within specification. ¿ neither the secondary nor the primary disposable sets were returned for this investigation therefore it could not be determined if these were contributing factors. ¿ the starting/ending volume of the fluid container cannot be determined through device logs.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the a potassium (100 ml) secondary infusion programmed to infuse 80 ml at 100 ml/hr infused faster than expected on a maternity patient receiving potassium supplementation. The first three minibags infused without a problem. The fourth bag ran faster, and the user was unable to stop the infusion until the roller clamp was closed and the pump turned off. The pump was changed and the user finished the patient's infusion without other issues with the equipment. Although the pump and secondary set were sent to biomed, the primary set was not sequestered. The patient was a pregnant woman receiving multiple potassium infusions, and reported a burning sensation at the IV site. At the time of the event, the charge rn was unable to determine if the primary bag was becoming larger as the potassium bag emptied, and stated that there were no signs of infiltration or phlebitis at the patient's IV catheter site. No other effects to the patient were reported. Biomed requested an event log review.